Event description:
It was reported that there was a problem for two weeks in a row with several appliers, the main problem is that during the surgery they do not close the hooks and when removed from the trocar, the appliers are bent to the side and the pin of the tip where the force is exerted is opening and misaligned.

Manufacturer narrative:
Qn#(B)(4). Per information provided from customer the DHR for the alleged device was reviewed and found completely without any irregularities. This instrument was produced as part of a 50 pc. Lot in (B)(6)2018. This instrument has not been returned for review or evaluation therefore we are unable to determine what might have caused the jaws to be misaligned and also unable to validate the alleged complaint. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a problem for two weeks in a row with several appliers, the main problem is that during the surgery they do not close the hooks and when removed from the trocar, the appliers are bent to the side and the pin of the tip where the force is exerted is opening and misaligned.